Event description:
It was reported that the patient had inappropriate shock due to the oversensing of noise. Technical services reviewed the electrograms and stated that the noise was likely muscle noise or pulse generator movement. The sensing vector was programmed to the primary vector. The shock impedance was 113 ohms, which is high but within normal limits. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.